Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient noticed a fluid leak coincident with peritoneal dialysis therapy. During troubleshooting, it was verified that the clamps and pins were open and the connections were secure. The leak was noticed when the patient attempted to end the treatment. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during fill 4 of peritoneal dialysis therapy. The patient attempted to reboot the cycler and resume treatment but the alarm continued to appear. Upon canceling treatment and removing the supplies, the patient found fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The patient was not provided any prophylactic medication following the event. The cassette used at the time of the leak was discarded. The patient received a new cycler and has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.